Manufacturer narrative:
Other relevant device(s) are: product ID: etbf3616c145ej, serial/lot #: (B)(4), ubd: 26-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68mm diameter abdominal aortic aneurysm. The iliac diameter of the patient ranged from 8.2mm - 25mm in diameter. It was reported that the patient presented emergently with aching pain in the right leg and a CT scan revealed that circulation distal to the right femoral artery had been occluded at the flow divider of the stent graft. Thrombectomy and a femoral-femoral bypass was performed and the patient recovered. As per the physician, the cause of the event was related to the placement of the device originally as it was risky to land it on the external iliac artery. No additional clinical sequelae were reported and the patient will be monitored by their physician.